Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received 11 may 2018. Left knee revised to address aseptic loosening of the tibial base plate (no additional pre-operative diagnosis provided). Revising surgeon noted in revision note that the loose tibia base plate component was "removed by hand", and that it had completely debonded from the bone cement mantle. The cement mantle itself was well-fixed, requiring piece meal removal. Femur and patella components were not revised. There was no evidence of acute infection. Indicated in primary implantation op-notes that 2 batches of depuy cement were used (one with antibiotic, one without), but no product numbers or lot codes were provided. Prosthesis' product codes determined from lot codes provided by surgeon in primary operative note.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4) used to capture the medical device removal, no information available.

Event description:
Medical record ad 17 june 2019 was reviewed on 9 december 2019. (B)(6) 2015: the patient underwent a left total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the left knee. Intraoperatively, tibial tray was found loose at implant-cement interface. The patella and femoral components were left intact, and the insert and tibial plate components were replaced with depuy revision system with depuy cement. No intraoperative complications during revision surgery. Doi: (B)(6) 2015; dor: (B)(6) 2018; (tibial plate and insert).